Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Healthcare professional reports right side partial capsulectomy and "seroma", device has been explanted and replaced.